Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: pump was on pt. Symptom - pump triggered erratically during and after bovie. Pump was switched out quickly. No delay or pt complications. Findings/action taken: could not duplicate problem. Replaced front end board (feb). Tested feb board being returned to (B)(4). Software: 2.24.